Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thrombus within rvad blood pump. Specific component(s) involved: other component malfunction, specify. Additional text: other component: thrombus within rvad blood pump. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention: implant device type: rvad. Malfunction device type:.